Manufacturer narrative:
Investigation summary bd received four photos for investigation. These photos were visually examined and revealed black dots on the tube for both lot numbers 4166440 and 4166449. The exact cause of the customer's failure mode could not be determined. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4166440 and 4166449, for the indicated failure mode: foreign matter - non-biological. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 629 tubes had a black dot on the inner wall. There were no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple common device names reported to be involved. The information for the additional common device name is as follows: tubes, vacuum sample, with anticoagulant. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: gim. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4166449. D4. Medical device expiration date: 31-oct-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 14-jun-2024. The information for the additional 510k is as follows: g5. PMA/510(k)#:k213670, k231373. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 629 tubes had a black dot on the inner wall. There were no health impact or consequences reported.